Event description:
The nurse reported the system displayed a system message would not work. The pt was already on the operating table and the incision had been made. The system primed without any issue. The case was delayed an hour and half. The system was switched out. The surgery was then completed without any further issue. No pt injury was reported.

Manufacturer narrative:
Add'l info has been requested on the system. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).